Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was continued after transferring the patient to another room. The philips field service engineer (fse) inspected the system on-site and found that system geometry movements were not available. During troubleshooting, the fse identified that the ipc was unable to communicate with the host pc due to an intermittent error. Further tests on the geo ipc and cables revealed faulty communication between the geo ipc and the host pc. The root cause was a damaged ethernet cable connecting the two components. To resolve the issue, the fse replaced the ethernet cable between the geo ipc and the host pc. After replacing the cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.